Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that a couple months ago the ins recharger (insr) would charge but it would not recharge all the way; pt was also not getting any vibration from the ins starting at that time as well. During call pt verified no damage to the recharger charging port or to the desktop charger (dtc); pt noted the dtc connector pin had a couple nicks on it but it did not seem to be damaged. Pt reset the insr and plugged the insr into the dtc; the insr was not recharging even though the dtc had a green light when plugged into the wall outlet. The issue was not resolved. Pt called back the next day and reported that they received the dtc and the recharger was charging. Pt reported that they were not getting the vibration. Pt reported they were getting a message on the recharger screen since couple days ago. The manufacturer's patient services specialist (pss) asked pt to connect with recharger. Pt stated they were getting the reposition antenna screen. Pss assisted patient with repositioning the recharger and pt continued getting the reposition antenna screen. Pss asked about using the pp and there was no response. Pss asked clarifying questions. Pt stated the ins was last charged a week ago and that was the last time they felt the vibration / stimulation. The issue was not resolved. Pss reviewed ins in possible over discharge state and recommended tha tpt consult with their healthcare provider (hcp) for next steps. The pt was redirected to their healthcare provider to further address the issue. Additional information was received from a patient's representative (pt rep.). It was reported that the patient (pt) was previously sent a desktop charger (dtc) which did not solve the issue. Caller states they have had the recharger (insr) plugged in for hours and nothing is advancing. Caller states recharger was charged up and was able to charge implantable neurostimulator (ins) and went down to half and when plugged back in wouldn't go any further beyond 50%. Caller states they met with the their manufacturer representative (rep) this week and charged to 3/4 and then could not finish charging. Caller states they were able to get the unit working but now the recharger is not charging to the wall. Caller states they spoke to a different rep who said to try a different outlet. Patient services (pss) advised to check connections for any damage which caller did not detect. Pss advised to reset the recharger and after the caller states the recharger was charging and they will see in the next hour if anything advances. The issue was not resolved. Additional information was received from a patient (pt). It was reported that the steps take to resolve not feeling the vibration/stimulation was receiving a new remote. The pt reported that the issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 37761 desktop charger (dtc) (serial number (B)(6)) revealed connector pin bent. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.